Manufacturer narrative:
Additional information received indicated that a transesophageal echocardiogram (tee) showed mitral regurgitation after the annuloplasty band was implanted and after the patient was taken off cardiopulmonary bypass (cpb). The physician explanted the device and implanted a bioprosthetic valve successfully. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that this mitral annuloplasty band was implanted and subsequently removed on the same day. The reason the device was removed is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them to improve long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. The patient's native valve likely was not repairable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.